Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Not able to remove the rest of the tampon [foreign body in reproductive tract]. String broken, stretched, like it came apart and ripped very close to the tampon itself [device breakage]. When I removed the tampax, the string was broken. I was not able to remove the rest [complication of device removal]. Case description: consumer sent e-mail stating the string was broken when she removed the tampon. It did not come unsewn, but stretched, like it came apart and ripped very close to the tampon itself. No serious injury was reported.